Manufacturer narrative:
Results: delaminated caster.

Event description:
It was reported by service report that the bed was difficult to move. No patient involvement or adverse consequences are reported.